Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported one false positive sars result. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed by another rapid antigen assay.three additional consumer events were also communicated which are captured on separate reports.